Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. The device did not perform as intended. No patient impact.